Event description:
A strong, foul odor was in room for 2 weeks. It was difficult to ascertain the cause and location. It was identified as coming from a burned axial capacitor used internally in a radiology equipment.